Manufacturer narrative:
The current production process also investigated and reviewed, and no information showed that the current production process may produces the needles popped off syringes. A device history record review was completed for the lot numbers, no defects or imperfections were observed.

Event description:
Despite the needle being tighten on the syringe, after administration the needle popped off the syringe fell on exam table next to the patient .